Manufacturer narrative:
The following product was added to the complaint after the initial medwatch was submitted. Cat. No.: 626-00-38d modular dual mobility insert, 40963903. Cat. No.: 6260-9-222 22.2mm + 3 lfit v40 head, 40678801. Cat. No.: 6721-0435 size 4 accolade ii 127 deg, 41278505. Cat. No.: 500-03-50d primary tritanium hemi solidback cup 50mm, mlmea3. At this time, it cannot be determined if these devices may have caused or contributed to the patient¿s experience. An event regarding infection involving an adm liner was reported. The event was confirmed. Method & results: device evaluation and results: the device was not returned for analysis. Medical records received and evaluation: a medical review was performed and concluded: "based upon this suspicion all three reported events of pis have the same root cause as related to arthroplasty infection. In this case no correlation between any specific device property and infection can be established. This is further supported by the type of bacteria ((B)(6)) that is a typical wound infection hospital strain. Patient had mainly bad luck to belong to the small percent category of infectious arthroplasty complications. As such, pis are caused by an adverse mix of patient-related and procedure-related factors. There are no device-related factors evident in this case while more in general, device-related factors never play a role in infections. Infection is primarily a procedure-related complication with sometimes additional patient-related risk factors. This pi is not device-related. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot and sterile lot. Conclusions: a medical review was performed and concluded that there was no evidence that the infection was device related. No further investigation is required at this time. If additional information becomes available or the device is returned, this investigation will be reopened. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is a known possible adverse outcome of surgery and is beyond stryker's control.

Event description:
In (B)(6) 2013 the devices were again removed and an antibiotic spacer was implanted. The spacer was removed on (B)(6) 2013 and new devices were implanted.

Event description:
In (B)(6) 2013 the devices were again removed and an antibiotic spacer was implanted. The spacer was removed on (B)(6) 2013 and new devices were implanted.

Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown stryker right hip. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Device not returned to manufacturer.